Manufacturer narrative:
Additional information received on 05 september 2016 and includes: the surgery was completed successfully. Batch review performed on 23 september 2016. (B)(4).

Event description:
Revision due to pain increase caused by loosening of the stem. No implants and no x-rays available.